Event description:
Information received by medtronic indicated that the customer noticed crack on the front of the pump. Troubleshooting was performed and the customer confirmed the damage. No harm requiring medical intervention was reported. The customer will discontinue to use the device and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to flashing medtronic logo. ¿pump was cut open to perform visual inspection and found¿evidence of physical damage¿on the pcba 1 board (cracked glass at lcd screen)/cracked lcd controller and pcba 2 board (cracks around u6 component). Unable to download pump's history and trace files using thump due to flashing medtronic logo. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and cracked lcd glass screen. Cosmetic damage was confirmed where cracked lcd glass screen was noted. Flashing medtronic logo confirmed due to physical damage¿on the pcba 1 board (cracked glass at lcd screen)/cracked lcd controller and pcba 2 board (cracks around u6 component). Unable to download pump's history and trace files using thump due to flashing medtronic logo select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.